Event description:
Procedure being performed total laparoscopic hysterectomy and bilateral salpingo-oophorectomy - laparoscopic instrument bowel grasper being used by the surgeon, a piece of the instrumentation broke off inside the surgical wound during the procedure the broken fragment, possibly a clean break from a fixed weld of the instrument - the fragment was retrieved by the surgeon. No adverse event. A 1 cm in length metal fragment broken from instrument appears to be the piece holding the fenestrated jaws to the shaft. The anchor/pin is still intact that holds this piece to the shaft and grasper.